Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The display screen (overlay) is cracked. Error code found in the programmer error log file.

Event description:
It was reported that the programmer incurred an error when being powered on. It was also reported the display screen is cracked. The programmer was returned for repair. No patient involvement was reported.